Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument and performed a device evaluation. Failure analysis did not replicate nor confirm the reported issue. The main tube was visually inspected and was found to exhibit signs of scratch marks with light material removed on the main tube. The main tube scratch marks measured roughly 0.047¿ - 0.115¿ in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. The root cause of the observed scratches is typically attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the device logs for the cadiere forceps (part# 471049-07/ lot-sequence# n10201207- 0306) associated with this event has been performed. Per this review of the logs, the cadiere forceps was last used on 28-dec-2021 during a nissen fundoplication via system serial# (B)(4). This complaint is being reported because failure analysis identified a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The following was found during the device evaluation, but is not related to the reportable finding: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. The bumper test was performed and passed. No grip misalignment was observed. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The root cause of corroded/contaminated instrument bearings is typical attributed to the user, most commonly caused by improper cleaning/reprocessing techniques.

Event description:
It was reported during a da vinci-assisted surgical procedure, the instrument tips were not fully opening or closing. There was no report of patient harm, adverse outcome or injury.